Event description:
The suspect device result was 256 mg/dl. The user dosed user's normal amount of insulin. User went into a diabetic shock and had a seizure. User's spouse called 911 and the emts checked user's glucose and the level was 29 mg/dl. User was treated with an IV and taken to the hospital. Controls were out of range. The device was replaced and requested to be returned for evaluation.